Manufacturer narrative:
Abbott field service representative (fsr) was dispatched to the customer site to evaluate the front panel lid of the architect c4000. The customer stated each morning when the customer performs daily maintenance, the front panel does not stay up on its own. The fsr tightened the screws of the hinges of the front cover panel and several follow ups with the customer verified the issue is resolved. A review of complaints found no additional complaints where personal injury did or could occur for the front panel issue. Review of the architect system operations manual was reviewed which states maintenance or diagnostic procedures exposes the operators to moving parts that can potentially cause personal injury. No product deficiency was determined in the complaint evaluation.

Manufacturer narrative:
No consequences or impact to patient. Migration of device or device component. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
Abbott technical area service representative contacted abbott regarding the customer's architect c4000 analyzer. When the customer performs analyzer maintenance, the processing module cover does not adequately stay up. Once the cover is opened, it slowly descends and comes to rest on the customer's head. Field service was dispatched to the customer site to replace the hinges and springs that support the analyzer's processing module cover. The field service representative evaluated the issue and tightened the processing cover hardware. There was no injury associated with the customer's analyzer, and no impact to patient management.